Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender kinked during use. The patient was stable, and the procedure was completed successfully. Additional information was received on 06jan2020. The procedure performed was a percutaneous coronary intervention (pci). When the guide was taken out, it collapsed on itself like an accordion. No excessive force was applied. The case was finished using a femoral sheath. Additional information was received on 28jan2020. The case was continued via radial access.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for product evaluation. Visual inspection revealed that the distal end of the sheath was partially prolapsed, and the sheath shaft was accordioned throughout its length. Damage was confirmed under microscope. The sheath hub was observed under microscope to better see the prolapse sheath inside the hub. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that while the device was being inserted into the patient it was subjected to high forces which may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.